Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm during priming. The customer's blood glucose was unknown the time of incident. The customer stated that the pump had some intermittent insulin flow block alarm. The customer stated that the insulin flow blocked occurred and changed the set and then also the alarm occurred. The customer was advised to discontinue use of the pump and revert to backup plan. The pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected insulin flow blocked alarms or no delivery alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.